Event description:
An elderly woman was found collapsed by a family member. The woman's husband retrieved the device located in the apartment complex and attempted to use it. The device reportedly did not work. An ambulance crew arrived after a few minutes and also attempted to use the device on the patient. The device again reportedly failed to work. Based on the information provided, the device reportedly failed to detect a connection to the patient. The ambulance crew, using their own defibrillator, continued treatment of the patient and transported the patient to the hospital. The patient was not resuscitated. A clinical review of the reported event by medtronic physio-control concluded that there is insufficient information to determine the impact of device use on the patient's outcome.

Manufacturer narrative:
Physio-control evaluated the device and the electrodes used during the reported event. Proper operation was observed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined.